Event description:
Upon receipt of the device, the user reported that the electronic pt gas system (epgs) would not calibrate. The connector going into oxygen (o2) sensor did not seem to be seated properly per the field service rep (fsr). He reseated the connector going into the o2 sensor and then he was able to calibrate the system. However, after successful calibration a message came up: "gas system warming up". There was no pt involvement.

Manufacturer narrative:
The complaint is related to MDR #1828100-2012-01425. The reported complaint was confirmed by the field service rep (fsr). The fsr re-seated all the connectors and connections, and the unit operated as expected. If add'l info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.